Manufacturer narrative:
A ge service rep performed an onsite investigation. The replacement parts have been ordered. No additional information is available.

Event description:
The customer reported the 9600 system failed to produce fluoroscopy x-ray. No report of pt injury.